Event description:
On (B)(6) 2012, at (B)(6) hospital, be-rf-32, rotaflow centrifugal pump with bioline coating (unknown lot number), was in use on a patient and the rotaflow drive began making a rattling noise one week into an extracorporeal membrane oxygenation (ECMO) case. On (B)(6) 2012, the maquet sales and service unit (ssu) performed troubleshooting activities with the customer via telephone. The technician asked the customer to verify that the disposable was seated properly in the motor drive. The customer confirmed that the disposable was seated properly. The customer informed the technician that the flow rates diminished overtime to 2 liters with increasing revolutions per minute (rpms) and circuit clots were suspected. After the patient was removed from support, the circuit was drained and it was identified that multiple clots existed through-out the circuit. Additionally, one large clot was identified on the underside of the disposable, which was deemed to be the cause of the vibration. The disposable was discarded. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Reference: complaint (B)(4).